Event description:
It was reported by service report that the fowler was not holding pt weight and the breakaway head section would not collapse. It is unk if there was pt involvement or adverse consequences.